Event description:
It was reported bd smartsite¿ needle-free connector leaked while preparing the infusion. The following information was provided by the initial reporter, translated from chinese: "prepare for infusion for the patient, connect the needle-free closed connector and find that the connector is bubbling and leaking, and replace it with a new infusion connector for treatment."

Manufacturer narrative:
H.6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045921. The feedback provided by the customer suggests leakage was detected from the smartsite device during infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045921 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. H3 other text : see h.10.